Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a laparoscopic uterine myomectomy, the devices were used. After 15 minutes since the procedure began, the first device became unable to activate the output since probe damage error occurred. The user exchanged the first device for second device and continued the procedure. After 50 minutes, the second device became unable to activate the output since probe damage error occurred. The intended procedure was completed with the third device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On january 25, 2021, olympus medical systems corp. (Omsc) found that the tissue pad of the device was severely worn. This is the second one of two reports. This is the report on the second device.